Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the investigation finds the device is broken. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during implantation both the femoral and rp tibial impactors were cracked. There was no issues and all pieces were retrieved. No surgical delay. Update: 9-jul-2018: visual examination of the product confirmed the device is broken.